Manufacturer narrative:
The two devices were received and evaluated. Two drivers were received but only one anchor was returned. There were two lot numbers on the complaint but it was not identified which lot number the returned anchor came from. The anchor that was received was broken and only the distal end of the anchor was returned. The anchor broke at the cancellous threaded section of the anchor. It was observed that the crack occurred on one side of the anchor, which is an indication that the failure might have been caused by an off-axis insertion. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. Surgeon further reported that the insertion may have been off-axis. The second anchor was not returned therefore unavailable for evaluation. The complaint can be confirmed, and root cause attributed to use error. A batch record review has been conducted on both lots and our results indicate that one batch of product was processed with an unrelated incident with no link to this failure and the other batch of product was processed without any incident, therefore there is no internally assignable cause for the reported problem. A review into the mitek complaints system revealed no other complaints of any type for the two lot numbers of the devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch 1221934-2016-10390 .

Event description:
The anchor body broke when inserted. Surgeons are experienced with this anchor and has used for a long time. The procedure was completed with same like product. Additional information received from surgeon on 9-14-2016: cuffsutur . I had intended to put a helix advance for a second row to reinforce the suture. Both the anchors used in the same operation. I prylade up the hole with the appropriate gadget . When I floated in the anchor so it went down in the lower part . I could take out the anchor and even the broken piece . I then tried the same hole with a new anchor and the same thing happened . The second anchor broke in the same way . Although it was possible to pick out . I did not perceive that the patient had been particularly hard bone , but I'm not sure . Is likely I angled anchor bit gaudy wrong and that was why it broke. However, it was surprising because I did not use that much force. After two had broken so I gave up and contented myself with only one suturrad . Operation delayed maybe 15 minutes.